Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 430 mg/dl. The customer did not state treatment for hyperglycemia. The customer reported that the insulin pump motor was burning the battery. The customer stated that the insulin pump motor was making grinding noises. The customer stated that they could not clear the insulin pump alarm. The customer was unable to complete rewind. The product was not returned for analysis.